Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The e-100 generator was not functioning. The fse was able to reproduce the issue. The e-100 generator was turning on but not recognizing the instrument. The fse replaced the e-100 generator, and the issue was resolved. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 generator was analyzed and found unit was installed into the test system and it failed. There was no light when the unit was powered on it could not cut/seal. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer (vs) instrument did not work as intended in the e-100 generator even after the power cycle. The vs instrument only worked as intended in the erbe. Also, the power button on the e-100 was illuminated white with no error. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.